Event description:
Customer noted output of vaporizer was lower than expected during routine testing. The vaporizer was mfg in 1992, and according to ohmeda's records, has never been serviced by ohmeda. Ohmeda recommends tec 5 vaporizers be returned every 3 yrs for routine maintenance and calibration, as stated in the tec 5 operation and maintenance manual.